Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient lost therapy approximately (B)(6) 2020. Due to this issue, the patient had the ipg explanted and replaced. Therapy was established post operation.